Event description:
Stryker suction irrigator started to operate on its own and smoking out of the handle. Even though nobody was physically operating the suction irrigator it continued to operate until the batteries were removed. Manufacturer response for apparatus, suction, operating-room, wall vacuum powered, strykeflow (per site reporter). Waiting for their response.